Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastric procedure, the device stopped sealing and oozing of an unk amount was noted. The surgeon stated that device began sealing properly after it was re-activated and the surgery was completed with no further difficulties. There was no pt injury.